Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 202 mg/dl and 88 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Manufacturer's first level investigational unit observed the lancet protrudes beyond the end cap of the multiclix device after firing. Suspect device had been returned.